Event description:
Patient was receiving an IV infusion of taxotere and the infusion began to leak at the clave where the taxotere was connected to the primary saline line. Connection appeared to be secured.